Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of burnt components on the pcb. The unit was triaged and the reported issue was confirmed. The root causes are the use of an unauthorized power adapter by the user a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit had burnt components.